Event description:
It was reported that while the cath lab the intra-aortic balloon (iab) was prepped and the sheath was inserted. The med found that the catheter "easily kinked" and as a result, the md used another iab to complete the procedure. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.